Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28/aug/2018. Date received by manufacturer: 28/jul/2018. The blower assembly was returned for evaluation. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. The root cause at the component level could not be determined

Manufacturer narrative:
Patient information and event date were requested from the customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.